Event description:
It was reported that the patient was presented at the hospital experiencing pain and irritation at the pacemaker pocket. The physician elected to explant the entire pacing system- pacemaker, right ventricular and right atrial leads. The pacing system was replaced with leadless pacemakers. No patient adverse consequences were reported.

Manufacturer narrative:
The reported event was "pacer pocket irritation". The device was returned and visual examinations revealed no anomalies. Interrogation results were acceptable and device image downloaded successfully. No other device anomalies were seen. Further information was requested but not received.